Event description:
Received information stating that customer had received multiple occlusion alarms.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up report will be submitted.